Event description:
It was reported to resmed that an astral device had an unresponsive touchscreen. The device was not in patient use when the reported event occurred.

Manufacturer narrative:
The device was received by resmed and an evaluation was performed. The reported failure could not be reproduced during evaluation. The top case was replaced as a precaution. The device was serviced, cleaned, calibrated and tested before it was returned to the customer. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device had an unresponsive touchscreen. The device was not in patient use when the reported event occurred.

Manufacturer narrative:
The top case of the astral device was returned to resmed for an investigation. Performance testing confirmed the reported complaint. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to physical damage. Resmed¿s risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).